Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they were hospitalized and dispatched from emergency medical services due low blood glucose level. Customer¿s blood glucose level was 20 mg/dl at the time of hospitalization. Customer was hospitalized on (B)(6) 2021. Customer was treated with intravenous infusion drip at the hospital. Customer had low blood glucose level during massage. Customer¿s current blood glucose was 118 mg/dl. Customer alleged insulin pump was over delivering because the insulin pump has been acting up, customer was just sleeping and woke up with low blood glucose. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Properly in place in the reservoir compartment noted. Device received with cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Thus and care link software was utilized and downloaded trace/history files properly. In further full review of the pump history on the hospitalized date of (B)(6) 2021, there is no unexpected alarms/suspends and found multiple bolus deliveries at 16:08:00 of 1.7u, 16:12:10 of 2u, 16:23:10 of 2u, 18:36:02 of 0.5u and 19:16:02 of 1u. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing. The motor was tested outside of the device on the ngp stb3 and passed.

Manufacturer narrative:
Retainer ring = clear. On sep 29, 2021 the customer alleged pump over delivering and was hospitalized for low bgs. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the hospitalized date of sept 29, 2021, there is no unexpected alarms/suspends and found multiple bolus deliveries at 16:08:00 of 1.7u, 16:12:10 of 2u, 16:23:10 of 2u, 18:36:02 of 0.5u and 19:16:02 of 1u. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.